Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion omni-tome pre-loaded sphincterotome was used. When they tried to split the wire guide from the cannula, it got jammed and would not fully split. When this happened they had to abandon the procedure due to the difficult nature of the ampulla. They could not recannulate the ampulla with another fs-omni-35 and the pt had to undergo a further procedure. The procedure was described as a percutaneous transhepatic cholangiography (ptc) with a radiologist. A section of the device did not remain inside the pt's body. There was no allegation of post-procedure pancreatitis. Other than the need for the add'l pct procedure, there were no reported adverse effects to the pt.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The breakthrough channel has been utilized fully. The outer edges of the channel are rippled and torn, indicating difficulty with zip exchange. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. The device history record for the lot number of the returned product were reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrence of difficulty with breakthrough channel splitting. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.